Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During surgery it was observed that the implant had some small marks as if it had suffered a few blows before packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that during surgery on (B)(6) 2020, when the sterile implant package was opened it was observed that the implant had some small marks as if it had suffered a few blows before packaging. Another implant was used to complete the surgery. Review of received data: due diligence: further due diligence to support the conclusion was completed and documented in diligence log. Product evaluation: visual examination: the visual examination shows a few individual spots with metallic material transfer on the head¿s articulation surface. The head taper shows a track of metallic material transfer. This is consistent with the commonly observed pattern indicating the contact between the stem and the head and its removal. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Inspection plan: according to purchasing specification all products (100%) are visually inspected according to ceramtec visual inspection failure catalog. Conclusion: it was reported that during surgery on (B)(6) 2020, when the sterile implant package was opened it was observed that the implant had some small marks as if it had suffered a few blows before packaging. Another implant was used to complete the surgery. Based on the investigation the reported event can be confirmed. The visual examination shows metallic material transfer on the articulation surface as well as on the taper. This is consistent with the commonly observed pattern indicating the contact between the stem and the head and its removal. Therefore it must be assumed that the material transfers result from handling of the component and instruments during surgery. Surgical notes have not been provided; therefore circumstances in the handling of the head which might have caused or contributed to the stains on the head remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Further no visual failures have been reported from the visual inspection during production. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported error pattern is the handling of the component and instruments during surgery. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.